Event description:
It was reported that during a l.a.v.h. Procedure, the surgeon used the device over the broad ligament. The articulation felt like it was not working well. The articulation was not at 45 degrees. The procedure was completed with the device, just with not as much articulation. It was more difficult to get tight against the uterus. No patient consequence.